Event description:
The patient had preoperative and postoperative diagnosis of bilateral mammary hypoplasia with mechanical complication of bilateral breast saline implants and deformity of bilateral breast augmentations. The patient underwent surgical procedure at the hospital on (B)(6) /2015 for removal of bilateral breast saline implants and replacement with silicone gel breast implants along with revised bilateral breast augmentation. The surgeon described the saline implants as being felt to have leaked that required the removal. The patient underwent the surgical procedure under general anesthesia. No complications were reported by the surgeon and the patient was reported to have tolerated the procedure "good". There was no exact date given to the implant by the patient except it was done "11" years prior at unknown location. The manufacturer "mentor worldwide" was aware of the leakage and had already sent a return shipping kit as requested by the patient for the "device replacement information and consignment" for the implant replacement. The implants were returned to the manufacturer.